Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained when processing a patient sample and a known troponin I-free sample tested on a vitros 5600 system. The most likely assignable cause is instrument related, as tropi es within-run precision test results were outside of ortho¿s acceptable guidelines, indicating the vitros 5600 system was not performing as intended. An ortho fe removed contamination from the incubator and replaced the signal reagent tips, probes, and tubing, replaced the final well wash nozzle filters and tubing, and performed all microwell incubator adjustments. Acceptable vitros tropi es performance was obtained once the service actions were completed. In addition, based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 2870, however, the troponin I concentration in the l1 control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent issue cannot be ruled out as contributing to the event. Finally, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample and a known troponin I-free sample tested on a vitros 5600 system. Patient sample result of 0.340 ng/ml vs. The expected result of 0.022 ng/ml troponin I-free sample result of 0.119 ng/ml vs. The expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected vitros tropi es patient sample result was reported outside of the laboratory, however; the result was questioned by the attending physician and no treatment was given, changed, or withheld based on the reported tropi es result. A corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).